Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that battery compartment is neither damaged nor corroded. The customer was not able to troubleshoot during time of call. The insulin pump was returned for analysis.